Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 5-4mm amplatzer duct occluder was chosen for implant using a 6f amplatzer trevisio intravascular delivery system. The size of the defect was 3mm. The sizing was based on a pre-procedural echocardiogram. A push and pull maneuver was performed before releasing the device. There was 1-3 mm residual shunt noted around the lobe of the device. The occluder was successfully implanted. On (B)(6) 2025, it was noted that the device was embolized into main pulmonary artery. During surgical manipulation the device embolized in the aorta, where it was surgical retrieved on (B)(6) 2025. The physician believed the cause of embolization was under sizing of the device due to inaccurate measurement on the echocardiogram. The patient was reported discharged; first post discharge visit was completed with the patient in good condition.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of device embolization, a day after the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported embolization could not be conclusively determined. It is possible due to under sizing of the device due to inaccurate measurement on the echocardiogram. However, this cannot be confirmed. The reported unexpected surgical intervention were results of case-specific circumstances as the device was removed surgically. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.